Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I have tried this product twice now and find that the top portion always separated within a reasonably short period of time from the lower portion where the seam is located. I follow the instructions perfectly, but the problem persists. Please send me a replacement and any further suggestions. Note: receipt n/a, but recently used products and only lasted 22 weeks due to above problem.